Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. An unexpected restart alarm also occurred after battery change due to capacitor interface board voltage leak. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The mother reported via phone call that the received a button error alarm. It was also found an unexpected restart alarm occurred after. The mother also reported the insulin pump was unresponsive to clear the alarm. Condensation was also present under the insulin pump's screen. The customer's blood glucose was 117 mg/dl. The mother stated the customer was bike riding prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.